Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Recalibrated all the xdcrs and ran delivered volumes test in ovp. The 60lpm and 80lpm readings were within specs, but the 20 lpm was off by 30ml. Unit requires new main board. Installed new main board and ran the volumes testing from the ovp. All vts were within specifications.the unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was giving low volumes. The customer confirmed that there was no patient involvement associated with the reported event.